Event description:
It was reported on 03-mar-2025 that on (B)(6) 2025, the user experienced a hypoglycemic event that led to hospitalization. The user reported experiencing prolonged hyperglycemia prior to changing insulin delivery supplies (infusion set, luer adapter and insulin cartridge). After the supply change, blood glucose (bg) levels began to drop. The user announced a usual dinner, and bg continued to decline, reaching a low of 10 mg/dl by the time they arrived at the emergency room. The user was hospitalized from (B)(6) 2025 to (B)(6) 2025 and reported receiving intravenous glucose while admitted. No immediate or long-term health effects were reported. The user planned to resume ilet use upon returning home.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.